Manufacturer narrative:
The ge rep performed an on site investigation. The sys repair info is unavailable. No report of pt or staff injury. The sys was found to be operating as intended upon f/u.

Event description:
The customer reported the exposure output is out of tolerance. The kilovolt exposure was reported as high by physicist. No report of pt or staff injury.